Event description:
It was reported that during a total laparoscopic hysterectomy procedure the generator showed ¿tighten assembly¿ and then¿ replace instrument¿. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was tested on generator and it was found that the max hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. It is possible that when the tissue pad detached from instrument the blade had contact with the clamp arm and generated a yellow alert screen. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome max. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.